Manufacturer narrative:
The galileo neo image files were reviewed by an immucor technical support specialist and found that four test wells had partial buttons surrounded by diffusion. The test well fill images were also reviewed and appeared to have numerous bubbles throughout the plate. The galileo image files were reviewed and all test wells visually appeared negative. An immucor field service engineer inspected camera images for results in question using istar. No roi adjustments were needed. Test well fill images for effected plate and others from same day of testing showed bubbles in various wells. The instrument was primed and air bubbles were being drawn into the reagent syringe. The reagent syringe was removed and re-tipped. The instrument was again primed and no bubbles were seen in any lines or syringes. The instrument is operating as expected.

Event description:
A customer reported that while validating the galileo neo instrument, positive results were obtained on the cmv assay for four samples that were negative on the galileo instrument.